Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. During an investigation of an unrelated incident it was discovered that this end stage renal disease (esrd) patient on peritoneal dialysis (pd) therapy had an episode of staph epidermis peritonitis on (B)(6) 2017. The pd fluid culture had a reported white blood cell count of 12,735. The patient was treated with intra peritoneal antibiotics (type, dose, duration unknown). The repeat culture on (B)(6) 2017 showed no growth.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported on (B)(6) 2017 the patient had been diagnosed with an episode of staph epidermis peritonitis on (B)(6) 2016. The pdrn stated the patient did practice aseptic technique when completing peritoneal dialysis treatments and it was unknown what may have attributed to the infection. No reported fluid leaks were reported during or after treatment and prior to infection. The pdrn stated the patient was not hospitalized for the episode of peritonitis and was treated in-clinic. Suzette indicated the patient¿s signs and symptoms of peritonitis resolved, and the patient was able to resume continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler. The lot number was unknown and the sample was not available for evaluation.

Manufacturer narrative:
Conclusion: there is no documentation in the complaint file supporting an association between the liberty cycler or the cycler set and the event of peritonitis. Additionally, there is no allegation against fresenius products in relation to this event. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. During an investigation of an unrelated incident it was discovered that this end stage renal disease (esrd) patient on peritoneal dialysis (pd) therapy had an episode of staph epidermis peritonitis on (B)(6) 2017. The pd fluid culture had a reported white blood cell count of 12,735. The patient was treated with intra peritoneal antibiotics (type, dose, duration unknown). The repeat culture on (B)(6) 2017 showed no growth.